Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting cross chamber atrial oversensing and a greater than 2 second pause in therapy occurred. At the time of this episode, the patient felt lightheaded and their device delivered inappropriate anti-tachycardia pacing (atp). Technical services (ts) recommended programming changes and defibrillation threshold (dft) test to confirm sensing. No additional adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting cross chamber atrial oversensing and a greater than 2 second pause in therapy occurred. At the time of this episode, the patient felt lightheaded and their device delivered inappropriate anti-tachycardia pacing (atp). Technical services (ts) recommended programming changes and defibrillation threshold (dft) test to confirm sensing. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was received that an x-ray was performed, but dft testing was not. Subsequently right ventricular (rv) sensitivity was increased to prevent oversensing. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting cross chamber atrial oversensing and a greater than 2 second pause in therapy occurred. At the time of this episode, the patient felt lightheaded and their device delivered inappropriate anti-tachycardia pacing (atp). Technical services (ts) recommended programming changes and defibrillation threshold (dft) test to confirm sensing. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was received that an x-ray was performed, but dft testing was not. Subsequently right ventricular (rv) sensitivity was increased to prevent oversensing. No adverse patient effects were reported. This crt-d remains in service. Additionally, dft was performed. It was noted that there was no undersensing and the conversion was successful. There have been no additional events of oversensing since reprogramming. No adverse patient effects were reported. This crt-d remains in service.